Manufacturer narrative:
The insulin pump was returned with the block feature activated. However, the insulin pump buttons did respond properly. There was no anomaly or damage found on the keypad trace. The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump had a sensor feature which functioned properly and there were sensor alarms present. There were scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call rewind anomaly, lost sensor alarm, keypad anomaly and high blood glucose levels. Customer's blood glucose level was in the 400 to 500 mg/dl range. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive, customer was unable to rewind the device and the device had an open circle as a result of the alarm clock feature being turned on. Customer advised the rewind anomaly was unable to be resolved. Troubleshooting for keypad anomaly was performed. The act button froze up but the numbers did not ramp up on their own. Customer advised the act button was unresponsive when pressed during a bolus attempt.